Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact to customer's blood glucose level. To resolve the occlusion events, the customer changed the infusion set and cartridge, resumed insulin.